Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. (B)(4).

Event description:
It was reported that the during the implant procedure the helix no longer moved after the helix had been extended and retracted multiple times. The lead was replaced. No patient complications have been reported as a result of this event.